Event description:
It was reported that during an implant procedure, the lead helix would not retract. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented the lead was returned with the helix extended. The helix was retracted without difficulty in 4 rotations and then tested. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.